Event description:
A reliant balloon was used in a patient for endovascular treatment of a 6.1 cm in diameter abdominal aortic aneurysm. It was reported that the reliant balloon was used for touch-up in the procedure. A syringe with less than 30cc of water plus contrast media was used to inflate the balloon. However, it was reported that during the third inflation of the reliant balloon it unexpectedly deflated. The reliant balloon was removed from the patient and during the examination of the device the reliant balloon tip was noted to be split, however there was no apparent holes in the reliant balloon. The physician noted that the issue was leakage from the balloon tip rather than rupture. Another device was used to complete the procedure. As per the physician, the cause of the event was related to the device. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Device evaluation summary: the device was returned loose within a generic brow box. The device was returned clean. Upon inspection of the device, there does not appear to be any damage to the balloon. The device was unremarkable. A syringe filled with water was used to inflate the balloon. Once water entered the balloon, the water was seen leaking from the tip, in the are just distal to the ro marker. The balloon was inspected under the microscope and found a small tear in the balloon along water to exit. The hole was covered to ensure no other holes were present. The balloon was inflated again and the balloon inflated with no issue. The complaint was confirmed, there was a small tear in the balloon just distal to the distal ro marker. The root cause of the event cannot conclusively be determined as the event occurred in vivo. However, as the balloon was able to inflate twice before failing the balloon may have been inflated outside of the stent graft during the procedure encountering a stent strut or possibly ballooned in an area of calcium. If information is provided in the future, a supplemental report will be issued.